Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed proximal conductor distortion.

Event description:
It was reported during implant that the lead was suspected of having a helix problem. The lead was not implanted. No patient complications have been reported as a result of this event.